Event description:
It was noted that the patient received inappropriate therapy for the svt.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received atp (anti-tachycardia pacing ) for an supraventricular tachycardia (svt). A diagnostic anomaly was noted upon the review of the egm. A programming change was discussed. No patient symptoms were reported.